Event description:
Information received regarding the explanted device notes that the patient's condition was "o.k." And was in the hospital awaiting replacement. The device exhibited premature end of life characteristics, with a pacing rate of about 70-75 ppm. A follow-up visit 4 months previous showed that the device exhibited a normal pacing rate of about 98 ppm.